Manufacturer narrative:
One device was returned for evaluation. During visual inspection a defect was discovered in the packaging seal. The complaint is confirmed. The root cause is stress placed on the seal of the package after sterilization. It is suspected that the stopcock handle was in the wrong position and the syringe expanded during the sterilization process. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.

Event description:
The distributor reported a defect in the packaging. This was identified during their initial inspection of received product. The device was not sent to a user facility.